Event description:
It was later reported that the patient¿s pump did flip during the summer and was surgically corrected by the patient¿s surgeon. At the time of this report, the patient did still plan to have his pump removed. The patient was going to see the healthcare provider (hcp) on (B)(6) 2015 to have her pump finally programmed to minimum rate. The hcp planned to monitor the patient for a few weeks to make sure she was stable on oral baclofen and then the pump would be removed by her surgeon.

Event description:
It was reported that the healthcare provider (hcp) was having difficulty accessing the center port. The nurse and the physician attempted to access the pump and were not able to. It was noted that the patient had an MRI on the report date for ¿other reasons.¿ the hcp also had a cat scan that they wanted to send in for review to determine if the pump was flipped. The device system was used to deliver baclofen. It was later reported that the difficulty accessing the center port occurred during a pump refill. A lateral x-ray was done and the doctor had yet to read it, but the pump was believed to be flipped. The patient was asymptomatic. The patient had a follow-up appointment scheduled with the implant physician on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the pump had flipped a couple times and the patient had surgery to have it revised. The last time, at the last refill, they were able to flip the pump back. The hcp did not believe the pump was currently flipped. The patient was currently not happy with the pump and would like to decrease and potentially remove the pump. The health care provider (hcp) had inquired regarding titrating the pump and noted that the patient may not want it removed in the end once the dose reduces as the pump did seem to be helping the patient. This device system delivered gablofen (baclofen). Additional information was requested to verify the troubleshooting, resolution and the patient&#38112;current status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).